Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for chronic low back pain and complex regional pain syndrome (crps) type I. It was reported that the patient was implanted with a paddle lead in the cervical spine on (B)(6) 2015 and today it was determine an x-ray showed that the lead had migrated to the left side of the spine. There was a lot of scar tissue on the right side and it took 4 hours to implant this lead. The component was not twisted or coiled. They were unable to get any stimulation on the right side. There was no trauma or fall following the lead implant. A revision had not occurred but it had been scheduled for tomorrow, (B)(6) 2015. The rep later reported that the cause of the lead migration was not known. A percutaneous lead was implanted next to the 2x8 paddle. The patient was now getting perfect coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the patient had a previously implanted spinal cord stimulation (scs) system that was delivering pain relief. The patient had the system replaced, which involved the removal of existing percutaneous leads and replacement with a surgical lead. The patient exhibited quadriplegia in recovery plus significant pain. No actions were taken to address the quadriplegia/pain at that time and the patient was discharged. It was noted that the patient was ambulatory prior to the system replacement and was confined to a wheelchair afterwards. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.